Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred frequently between 12/25/2025 and 12/27/2025. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found rarely within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).